Event description:
It was reported that loss of capture was noted as well as noise on the leads. The patient had a siezure and a temporary pacemaker was placed. It was further reported that the patient had pre-syncope for one week prior to system replacement. The ipg and both leads were explanted and replaced. No further patient complications have been reported as a result of this event. The patient's status was reported as "well". The atrial lead was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed. Preliminary analysis found a no output condition. Additional testing determined this was due to lifted hybrid bond wires.